Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR report number: 3006705815-2019-01492. It was reported that a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead. The physician performed a blood patch during the procedure, which resolved the issue.

Event description:
Related MFR report number: 3006705815-2019-01492. Additional information received indicated that the patient experienced no symptoms postoperatively from the cerebrospinal fluid leak.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-01492.